Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that every morning the insulin pump alarmed no delivery. Customer's blood glucose level was 520 mg/dl. The customer treated her blood glucose level with manual injections. She was taken off the insulin pump. Troubleshooting was not possible. The device was not returned.